Event description:
Date of event is unknown. Customer reported that a blood transfusion was being administered when the tubing separated just below spike and about 50ml of remaining blood transfusion (250 ml) leaked out. No pt or staff harm occurred. Although requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4).